Event description:
Claims her heating pad did not auto-off and caused burn marks.

Manufacturer narrative:
A prepaid label was sent to the customer for return of the product. Product has not been returned.

Manufacturer narrative:
The product functions as intended. There were no reports of injury or property damage with this incident. The black marks on the warning disclaimer vinyl pad side appears to be duplicated ink from the pad writing due to heat. Could not confirm both consumer complaints. No fault found.